Event description:
Microaire received a report from a user facility that a microair kirschner wire (k-wire) broke when the physician was drilling a hole in the femoral condyl percutaneously. The wire broke-off beneath the skin and the physician was able to retreive the piece without further incident.